Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficult to remove the clip delivery system (cds) from the steerable guide catheter (sgc) appears to be related to user technique, as the cds was retracted quickly upon removal. The reported sleeve steering issue appears to be a result of user error, due to the alignment markers not being aligned during insertion. It should be noted that the mitraclip instructions for use (IFU) states: align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. In this case, as it was reported that the alignment markers were not aligned, user error appears to have contributed to the reported sleeve steering issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received: during mitraclip removal, the clip arms were fully closed and the steerable guide catheter (sgc) was initially straightened per instructions for use (IFU). The clip delivery system (cds) was retracted into the guide quickly. The clip became stuck on the guide tip. The sgc and cds were retracted into the inferior vena cava in order to free the clip from the guide. Once the clip was freed, troubleshooting measures were performed and the cds with the mitraclip were retracted into the guide catheter and removed from the patient anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guiding catheter referenced is filed under a separate medwatch report number.

Event description:
This report is being filed due to difficultly positioning and difficulty removing the clip delivery system. Patient injury is possible if this were to re-occur. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation, grade 4+. The first clip was successfully implanted. While inserting a 2nd clip delivery system (cds) into the steerable guide catheter (sgc), the device was "miskeyed" - the cds blue line markers were not aligned to the sgc as directed in the instruction for use (IFU). The operator was unaware of the miskeying at the time. This same cds was advanced into the left atrium. During delivery catheter positioning and steering, the device was not responding as expected. It was then noted that the cds had been miskeyed. During cds retraction back into the sgc, resistance occurred. The clip had become fixed to the soft tip of the sgc and was unable to be retracted into the sgc. The cds and sgc were retracted into the inferior vena cava. Minus was applied to the sgc and the cds retracted into the sgc. Both were removed from the patient anatomy. During the removal process, the sgc soft tip had become damaged. A new sgc was placed and a 3rd cds system was used successfully implanting the clip. The mr had been reduced to grade 2. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.